Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report one of two for the same event, see also 3004485144-2016-00046.

Event description:
The sales associate reported 2 broken light waveguides during surgery, when the doctor removed from the retractor. No adverse events were reported.

Manufacturer narrative:
The returned device was examined. The clip on the side of the shield was determined to have broken off during product use; the complaint is confirmed. There was a design enhancement made to mitigate this issue; however, the device associated with this report was manufactured prior to the enhancement.